Event description:
It is reported that a customer states that their sensor is not communicating properly. The patient's blood glucose was at 104 mg/dl. The customer was assisted with the issue and found that it may be the insulin pump that is malfunctioning. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate and programed with current date and time. No time clock anomaly noted. The minilink transmitter communicates properly and all input data were properly display and recorded in insulin pump history screen. The meter blood glucose now, high alert and low suspend alarm function properly. No calibration error alarm or memory anomaly noted during testing. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.